Event description:
The manufacturer received information alleging the oxygen blending module (obm) was failing on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that during testing of the device, the obm was making a noise when connected to high flow oxygen (o2). The customer verified the wall o2 source was good. The philips rse ordered a new obm part to be delivered to the customer site for the customer to replace on the device.